Event description:
Patient had ptosis that interfered with her vision. She was scheduled for ptosis repair and mid-face elevation to repair lower lid positions. Ellman radiofrequency unit was set on the normal settings and was being used to cut the eyelid skin. First attempt on the cut mode resulted in audible tone of the machine and no cutting of the skin. The button was released and repositioned. Tone was again heard and there was no cutting of the skin. On the third attempt, additional pressure was applied, the instrument cut but caused a deeper than expected cut and resulted in a full-thickness incision and central corneal laceration through the pupillary axis. Corneal laceration was repaired. Long term outcome is unknown.